Event description:
It was reported that during the procedure in the heavily calcified circumflex coronary artery for treatment of a 90% de novo lesion, pre-dilatation was performed but the vessel was not fully dilated. A 2.5x28 rx xience prime stent delivery system (sds) was advanced but could not fully cross the lesion. An attempt was made to withdraw the sds from the lesion but resistance was felt. Attempts were made to push and pull the sds. The sds was ultimately withdrawn with the support of a wiggle guide wire. Dilatation was performed to further dilate the lesion and the procedure was completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: x-r,grandslam,fielder fc, guide cath: heartrail ii il3.5. (B)(4) - against resistance. It is indicated that the device was discarded and is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the device was pushed and pulled multiple times when resistance was met. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.